Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, the device was difficult to remove from the pt anatomy. The thumb advancer became stuck; however, the physician removed the device by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use (IFU). Hemostasis was achieved using manual compression. The device was deployed in the same area that a non-abbott device was deployed several months previously. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.